Event description:
It was reported that when the device was turned on it flashed really quickly and shut off. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom case seal was removed, top case was cracked/chipped, bottom case was cracked, the battery pack and door were missing and a non-original equipment manufacturer (non-OEM) super cap was found in the device. Functional testing involved running the pump through the power up process and the reported issue was duplicated. The investigation determined that the non-OEM supercap found in the main printed circuit board was the cause of the reported issue. According to the investigation, this issue was a result of the customer. The device was placed in quarantine due to the non-OEM component. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.